Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse suggested replacement of the right master tool manipulator (mtmr), as error 23008 was observed in the logs. The customer declined this service. The probable root cause cannot be determined based on the information provided and the fse's field evaluation.

Event description:
It was reported that during a da vinci-assisted radical prostatectomy with lymphadenectomy procedure, the customer experienced a system fault. Per the customer, the surgeon side console (ssc) master tool manipulator (mtm) was moving with non-intuitive motion: one mtm felt sluggish and the other felt too sensitive. This issue occurred with the surgeon's head inside the ssc high-resolution stereo viewer, while the surgeon was attempting to manipulate instruments. There was no shakiness and/or friction observed. The issue was persistent, with no identified patterns regarding when it occurred. The customer received phone assistance from a technical support engineer (tse) during the procedure; as the procedure was ongoing, it was inconvenient for the customer to perform troubleshooting measures. The customer stated that they would use another ssc to continue the procedure. The customer did note an error regarding the mtm, and they re-booted the system in an effort to recover; however, the mtm was still moving with non-intuitive motion following the re-boot. The procedure was completed via a different ssc after a delay of less than 15 minutes; no port incisions were increased, and no additional ports were placed. The patient reportedly tolerated the change to the second ssc with no complications, and they were successfully discharged from the hospital.